Event description:
On 06/13/2025, it was reported by an arthrex subsidiary employee via email that during a case involving an ar-1588btb-j btb tightrope, the implant was prepared along with the bone block. As the button was advanced through the femoral tunnel, the suture attached to the implant broke, rendering the button unusable. As a result, the surgical team opted to change the fixation method. This was discovered during an acl procedure (B)(6) 2025. Additional information was received on 06/27/2025: the sutures broke while using a femoral suspension fixation method. Despite the breakage, the button remained secure in the patient, as the transfer suture was still intact. All components were removed from the patient before proceeding. To complete the case, the surgical team changed the fixation method from femoral suspension to femoral fixation using an interference screw, ar-4030c-08. The surgery was delayed by approximately 30 minutes; however, no additional anesthesia was required.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, including improper device surgical technique. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.